Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-jan-2010, UDI#: (B)(4). Product ID: 8578, serial/lot #: (B)(4), ubd: 16-jul-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 266.1 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. It was reported that in (B)(6) 2020 they found that the patient¿s ¿pump was not contiguous with the catheter¿. The catheter had "completely fractured" and ¿was not attached to the pump¿. They had since dropped the dose and provided treatment for her disease outside of the pump. The hcp was calling to request the permanent shutdown code for the pump. The code was provided, and instructions were given on how to shut the pump down permanently.